Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4) : the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap within the metal cap is detached and returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification and very mild detritus adhesion at the output window. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 99:13 minutes the fiber head detached outside the patient. 129,526 joules used. The procedure was completed with an alternate procedure, (resection). There was ¿no damaged to the patient¿ reported.